Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable section d6b: if explanted, give date: not applicable section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer using the elita system that a potential undetected suction loss occurred during an elita flap procedure. As a result, the flap was cut into two layers, but no error code was displayed. The patient fully recovered following the event, and no delay in the procedure or additional medical attention beyond standard care was required. No further information is required.